Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found a torn haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cq2015a, +21.50 diopter, intraocular lens tore upon loading. There was no patient contact, back up lens was impanted. Cause of event was unknown.